Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001 patient seen this morning. At 8month follow up, the battery impedance was 1000 (or 1300) ohms. A pacemaker replacement is scheduled between 6-10 mars 2023.